Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6)2024, the patient underwent an unknown nailing surgery. An adjustable device was set following length of nail, and then a nut was temporarily tightened by hand and a wrench. A calibration screw was used and adjusted for correct angle toward ml direction. When checking with the calibration pin was attempted, adjusting seemed like proper condition and the pin was inserted correctly. A nut was retorqued, after that, checking with the calibration pin was missed. After the nail was inserted, the screwdriver interfered with the nail when distal locking screw was being inserted. When checking with an image intensifier, proper adjusting was confirmed from lateral side. On the other hand, an actual drill bit was misaligned from a hole in case of front side view. Therefore, nut for surelock was loose and readjusting for length was made on front side. Thereby, adjusting was successful for both front and lateral sides. A guide pinf2.8 was used and pre hole in screw one was made, the drill passed through screw hole. The surgery was completed successfully with additional 45 minutes. The surgeon commented that the appropriate reduction posture was lost due to excessive adjustments with the surelock after the nail was inserted into the body. There are no pieces in the patient. The surgeon confirmed by x-ray. Patient is stable this report is for one 4.2mm three-fluted drill bit qc/330mm/100mm calibration for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.